Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot,# va1a220, implanted: (B)(6) 2016, product type lead; product ID 3389s-40, lot # va1a220, implanted: (B)(6) 2016, product type lead.

Manufacturer narrative:
Concomitant medical products: product ID 3389, product type: lead. Product ID 3389, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient¿s lead which affects right side brain had shorts. It was noted that the patient had a fall around the same time. The patient suffered a loss of therapy on the left side as a result of the lead short around (B)(6) 2016. A lead revision was planned. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.